Event description:
On (B)(6) 2019, a amplazter pfo occluder was selected for implant. After the device was deployed at the defect, the device embolized to the left atrium and was unable to be recovered with a snare. The patient was referred to surgery to explant the device. The patient is reported to be stable.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a amplatzer pfo occluder was selected for implant. After the device was deployed at the defect, the device embolized to the left atrium and was unable to be recovered with a snare. The patient was referred to surgery to explant the device. The patient is reported to be stable.